Event description:
Customer reported that on (B)(6) 2012, the test did not start on her adc blood glucose meter. Customer further reported that due to this she could not test and subsequently experienced "weakness and could not focus". Paramedics were called, checked her blood pressure, started an intravenous infusion of unknown type and transported her to a local healthcare facility. At the hospital she was diagnosed with hyperglycemia and continued to receive intravenous fluids, but did not receive any medications not previously prescribed. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. E2012011 all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1260735) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.